Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that one day post implant there was noise/artifact on device signal. The implantable cardiac monitor (icm) was repositioned however, the issue remained. The icm was explanted and and a new icm wasw successfully implanted. No patient complications have been reported as a result of this event.